Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was reported to be in monitor only mode. During a medical procedure, the patient suffered a vf episode and the device did not treat. The patient was externally defibrillated. Upon device interrogation, the device was reported by the physician to be in monitor only mode. A guidant sales representative reported that the device was in monitor+therapy. It was not known what happened from the time the physician interrogated the device until the guidant representative arrived. It was suspected that the device was in monitor+therapy and that a magnet was applied during the surgery, resulting in tachy therapy being inhibited.